Event description:
Caller wants to know if there are any reports of false negatives with this test ... One of the doctors that they supply the kit to advised that they have a pt that is tested weekly with urine samples and for 2 months showed negative with this kit ... The pt is now 2 months pregnant.

Manufacturer narrative:
Retention device testing. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 25miu/ml hcg urine control. The 100 miu/ml and 208.99iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. Probable root cause: it is stated in the complaint info that the pt got positive result last time with serum hcg quant of 265miu. In general, the hcg levels will double every 48-72 hours and urine hcg level is lower than hcg level in serum. The urine sample will be influenced by many factors, such as drinking too much water which will dilute the urine before the test. As so, the hcg test pt took one week and even more weeks ago, the urine may not contain representative levels of hcg and a false negative result may be obtained. Conclusion: the retention devices meet qc specification. No false negative result was observed. So this complaint is not confirmed. We'll do further investigation if the special sample can be returned.